Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 295, 400 and 470 mg/dl. Customer doesn't want to troubleshoot for high blood glucose stated that infusion set change is making her feel better.